Event description:
The customer reported the left monitor was displaying sync error messages which prevented display of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The monitor was replaced. The sys was then found to be operating as intended.